Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product location unknown.

Event description:
During a proximal humerus bone fracture procedure, it was noticed that the measure line was not etched on the outside barrel of the shoulder plate depth. A line was drawn on the barrel for reference to complete the procedure.